Event description:
It was reported that during a shoulder arthroscopic procedure, the surgeon noticed that the nitinol wire was bent and could not be used. The case was completed by using a new ar-4068-25tr.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. It was reported that the nitinol wire was bent. Visual evaluation of customer-provided photos identified that the wire was bent. However, without the return of the complaint device, further investigation cannot be performed. The reported event is confirmed based on the investigation of the returned picture. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle.